Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (right); asr xl acetabular system (left) - bi-lateral. Update received 31st march 2014. Right hip side products identified. Right hip products: 999805158, 2445458, 999890151, 2437545, 999805158, 2531763. Therefore, the left hip products are: 999800105, 2396929, 999805158, 2419356, 999890151, 2438598. Reason(s) for revision: unknown. Update - added additional hospital. Taken from claimsuite dated 30th june 2014. Update - added all expiry dates and missing both missing stems for this bi-lateral patient and querying missing reasons for revision (B)(6) 2015. Update - stem not available - see email dated 5th march 2015. Reason for revisions provided on claimsuite update dated 6th march 2015. Reason(s) for revision: alval / soft tissue reaction.

Event description:
Patient was revised bilaterally for unknown reasons.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr xl acetabular system (right); asr xl acetabular system (left) - bi-lateral. Update received 31st march 2014. Right hip side products identified. Right hip products: 999805158, 2445458, 999890151, 2437545, 999805158, 2531763. Therefore, the left hip products are: 999800105, 2396929, 999805158, 2419356, 999890151, 2438598.